Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported battery test malfunction which was reproduced during evaluation. Battery test malfunction alarms were verified through a review of the event history log. Visual inspection found the symptom to be caused by corrosion on the alternating current power contacts. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Spectrum pump experienced a battery test malfunction where the start to dead and low to dead, results were always the same (9:30). The reporter stated that the device was tested on multiple sets and different batteries. There was no known patient injury or medical intervention associated with this event. No additional information is available.